Manufacturer narrative:
Potential adverse events in the labeling with the indigo aspiration system include, but are not limited to, device malfunction, acute occlusion, distal embolization, inability to completely remove thrombus, vessel spasm, thrombosis, dissection or perforation, peripheral thromboembolic events, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral vein and iliac vein using an indigo system cat12 aspiration catheter (cat12) and non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous and calcified. During the procedure, the physician completed two passes using the cat12. While attempting to make the third pass, the physician advanced the guidewire up to the target location and then advanced the cat12 over the guidewire. Subsequently, when aspiration was initiated, the physician noticed a dissection had occurred in the vein under angiography. The vein dissection was treated using balloon angioplasty. The physician decided to end the procedure at this point.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01:3005168196-2020-02235. 1. Section g. Box 3. Report source. H3 other text: placeholder.